Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant. It was noted that the outcome was device or therapy related; however, and it was unknown if the device will be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the underwent heart transplantation. It was stated that the outcome was device or therapy related. It was unknown if the device would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including renal dysfunction, and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated that the patient was status 2 on the transplant list for heart and kidney due to dobutamine + midodrine and hemodialysis. The patient was admitted for gastrointestinal bleeding (gib) complicated by cardiogenic shock requiring inotropic support. The device was stated to have operated as expected and would not be returned for evaluation.